Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implanted pump. When asked for the medication doses and concentrations, the patient stated, ¿her medication was previously set to 100 milligram/ml, which then went to 320/mil, before it was decreased¿. On (B)(6) 2020 the patient reported that the pump was causing her too much trouble. She explained that right after she was implanted in (B)(6) of 2018, she got infections, abscesses, and was having pain so bad she couldn't walk because it was like she "felt a rod through her back going horizontally". She stated that on (B)(6) 2019 the pump was checked in her hcp¿s (healthcare professional¿s) office and it was confirmed the pump ¿wasn¿t working¿. She had the pump removed. No further complications were reported/anticipated.